Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing pressure sores and break down of the skin underneath the electrodes. The patient's garment was too tight and was cutting into the patient's skin. In addition, the patient had blisters and a wound being taken care of by wound care. The patient's doctor and home health aid applied an ointment and the patient applied hydrocortisone to the wound, but it did not improve the condition. During a follow-up, it was reported that the medicated cream prescribed to the patient helped one of the sores heal and improved the irritation on the patient's chest.